Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
A customer contacted baxter's technical service center regarding a slow flow supply alarm that appeared on the homechoice (hc) display during dwell 5 / 5. Per home patient (hp), there was some solution in final bag. The technical service representative (tsr) advised the hp to twist the spike, and the spike came out of bag. The tsr advised the hp to always check connections and assisted to end the therapy. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the hp on (B)(4) 2010 regarding the spike coming out of the bag, the hp explained that she had not spiked the bag completely, so when the tsr was assisting her with troubleshooting the alarm, the spike was loose and it just came off. Per hp, there were no defects on the supplies. The hp stated that she had discarded the supplies that same day, and has already moved on to a different box and did not know the serial number. The hp stated that she did not have any injury or harm as a result of this incident. The hp is continuing therapy. No patient injury or medical intervention was indicated at this time. No further information was provided.